Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Material no. 309657 batch no. 8255627. It was reported that during use of the syringe 3ml ll 200 s/c after loading insulin customer saw a floating piece of plastic. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the issue that occurred was when the insulin was loaded and the air removal technique was performed from the cartridge, contact reported seeing a floating piece of plastic that was not the cartridge septum material.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 309657 batch no. 8255627. It was reported that during use of the syringe 3ml ll 200 s/c after loading insulin customer saw a floating piece of plastic. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the issue that occurred was when the insulin was loaded and the air removal technique was performed from the cartridge, contact reported seeing a floating piece of plastic that was not the cartridge septum material.